Event description:
It was reported that a user experienced diabetic ketoacidosis with reported blood glucose close to 1000 mg/dl for over 6 hours, believed locally to be related to an infusion set issue such as a kinked tube, with no device alarms reported; troubleshooting and education were provided on site preparation, infusion set changes, cartridge and tubing management, avoiding air bubbles, disconnecting when filling the tube, and ketone monitoring. Symptoms included dka, shortness of breath, and vomiting. Outcomes included hospitalization with treatment that involved IV insulin, IV fluids, and assistance from a caregiver for transport. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no alerts, with potential infusion set management issues noted and a recommendation for alternate infusion sets. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.